Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter shown was inserted on (B)(6) at around 17:00 and showed increasing positional dependencies after just a few hours, i.e. In some cases no usable arterial curve until it was removed. In this patient example, the first radial right arterial catheter was inserted on (B)(6) at around 15:00, which had to be replaced on (B)(6) at around 11:00 as measurement and blood aspiration were no longer possible. This was placed radially on the left and also had to be replaced a few hours later, on (B)(6) at around 21:00. This 3rd catheter was also inserted radially on the left, somewhat more proximally and also had to be removed again on (B)(6) at 6:00 am. (The curve was increasingly no longer displayed correctly and blood pressure was therefore not measured correctly). Blood was taken 2 times an hour. This was also no longer possible on the morning on (B)(6). We are aware that the physician's insertion technique, the patient's medical history and the handling of the catheters may also be factors that influence the 'lifespan'." A new device was used. There was no medical intervention required. The patient's current condition is re ported as "unknown". Associated MDR numbers include: 3006425876-2024-01163, 3006425876-2024-01162.

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. Visual analysis showed the arterial catheter whilst inside the patient. The catheter was observed to be secured with sutures at the suture wings as well as adhesive on the juncture hub and extension line. The catheter appears to be slightly angled at the point of insertion. The customer also returned one arterial catheter for analysis. Signs of use were observed inside the catheter body and extension lines. Visual inspection of the catheter revealed very a small kink on the body directly adjacent to the juncture hub. No other defects or anomalies were observed. The kink on the catheter body measured 0.05mm from the juncture hub. The catheter body length measured 83mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The inner diameter of the catheter body tip measured 0.58mm, which is within the specification limits of "the catheter tip must allow the pin to be inserted from = 0.58mm to a depth of at least 2mm reversible tip deformation during the test is acceptable" per catheter product drawing. After clearing all biological material from the catheter, a lab inventory syringe filled with water was attached to the catheter and flushed. No obvious blockage/resistance was encountered. The catheter appeared to flush as intended. The test was repeated by applying a bending force at the location of the kinking. When the syringe was flushed, the fluid encountered more resistance when passing through the catheter. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a damaged arterial catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed a very small kink towards the juncture hub of the catheter. The IFU provided with this product warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". Despite the damage, it cannot be confirmed if the kink caused the functionality issue reported by the customer. No evidence of a manufacturing issue was observed and a device history record review performed did not identify any relevant findings. Based on the condition of the catheter and the report that the damage was observed during use, it could not be confirmed if the kinking contributed to the event. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter shown was inserted on 31 october at around 17:00 and showed increasing positional dependencies after just a few hours, i.e. In some cases no usable arterial curve until it was removed. In this patient example, the first radial right arterial catheter was inserted on 30 october at around 15:00, which had to be replaced on 31 october at around 11:00 as measurement and blood aspiration were no longer possible. This was placed radially on the left and also had to be replaced a few hours later, on 31 october at around 21:00. This 3rd catheter was also inserted radially on the left, somewhat more proximally and also had to be removed again on 2 november at 6:00 am. (The curve was increasingly no longer displayed correctly and blood pressure was therefore not measured correctly). Blood was taken 2 times an hour. This was also no longer possible on the morning of 2 november. We are aware that the physician's insertion technique, the patient's medical history and the handling of the catheters may also be factors that influence the 'lifespan'." A new device was used. There was no medical intervention required. The patient's current condition is re ported as "unknown". Associated MDR numbers include: 3006425876-2024-01163, 3006425876-2024-01162.